Event description:
During an interventional radiology embolization procedure, the physician inserted coil deployment end into tuohy device to deploy but the coil broke off inside tuohy device. No patient harm.